Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the back on (B)(6) 2017. The patient woke up sick and looked at the cgm that was showing 150 mg/dl. The patient then took a finger stick for the first time in 3 days and stated that it was high. The values of high was not provided by the patient. The patient's mother drove the patient to the emergency room (ER) and had lab work done upon arrival. The nurse checked the patient's blood glucose (bg) and it measured something in the 300's mg/dl. At the time of contact, the patient was feeling a little better and was in recovery. Additional information was received on (B)(6) 2017. The patient's mother stated that the patient was diagnosed with diabetic ketoacidosis due to the inaccurate readings. At the time of further contact, it was reported that the patient could eat and was waiting for the doctor the patient's ph to become balanced and then patient would be able to be released when it was. No additional event or patient information is available. Data was provided for evaluation. A review of the data log could not confirm the reported inaccuracies. A root cause could not be determined. The sensor was inserted into the back. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. The patient did not wash hands prior to finger stick. Labeling indicates: before you take a blood glucose value for calibration, wash your hands, make sure your glucose test strips have been stored properly and are not expired and make sure that your meter is properly coded (if required). Carefully apply the blood sample to the test strip following the instructions that came with your meter or test strips. The patient did not calibrate the system every 12 hours. Labeling indicates: calibrate at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate, resulting in you missing a severe low or high glucose event.